Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on the patient's bone quality and the amount of bone removed, the elasticity of the remaining bone may not allow the implant to seat with normal impact forces in some cases. Based on the available information, a definitive cause can not be determined. Results : no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the surgeon reamed the humeral canal to a size 11 and attempted to implant a size 11 trial, the trial would only go down about 50 mm. The surgeon was able to ream slightly with a 12 mm reamer and seat the stem.